Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during a follow up visit, high lead impedance was noted on diagnostics. The patient was also reporting numbness in his left arm, however it is unknown if this was related to the high impedance. No trauma was reported. Exact diagnostics were not provided. Attempts for additional information are underway.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2012, indicating that the patient underwent revision on (B)(4) 2012. The explanted generator and lead were returned to the manufacturer and product analysis has since been completed. During generator product analysis, results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications and there were no adverse functional, mechanical, or visual issues identified with the returned generator. An analysis was performed on the returned lead portions. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified in the returned portion of the lead. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the high impedance; however as a portion of the lead, including the electrodes, was not returned an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Follow up with the patient's implanting hospital was performed however they would not provide the patient's implant information as patient authorization is required.